Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right "rupture. Was found via ultrasound". Device was explanted and replaced.

Manufacturer narrative:
Cont h6- f1905 - device revision or replacement. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right "rupture was found via ultrasound ." Device was explanted and replaced.